Event description:
Information was received indicating that while in use, a smiths medical cadd legacy pump exhibited no disposable pump won't run alarm. It was unknown if air was in line. No patient consequences were reported. No adverse effects were reported.